Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected status. A field service engineer (fse) replaced communication sled to resolve the issue, and the station was synchronized to the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main drawer failed, and a notification to clear all obstructions appeared, but the drawer did not open. The customer stated that they were unable to pull the medication, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this incident.